Event description:
Additional information was received which confirmed the device was displaying a speaker malfunction error inop and the speaker did not produce sound.

Manufacturer narrative:
A philips field service engineer (fse) went on site and confirmed the mx450 speaker malfunction. The fse replaced the loudspeaker assembly to resolve the issue.

Event description:
It was reported the customer found a speaker display malfunction. The device was not in use on a patient at the time of event, there was no patient involvement. A loudspeaker assembly was ordered.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.